Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation code: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012". It is alleged that "the gt filter is now tilted, embedded, migrated, and/or perforating through [pt]'s inferior vena cava ("ivc") into adjacent organs. Moreover, at least one leg of the gt filter has fractured and migrated to [pt]'s heart and lungs. The fractured leg is currently in [pt]'s pulmonary artery." Patient outcome: it is alleged that "[pt] is now at risk for future migrations, perforations, and/or fractures from the retired gt filter. He also faces numerous other health risks, including increased risk of clots and risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life and may ultimately require additional surgery in an attempt to remove the filter".

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Additional information brand name, device manufacture date. MFR site: name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. H6) ec method code: 4114 - device not returned. 4119 - insufficient information available. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: no product was returned and no imaging was provided. Therefore, based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt, migrate, penetrate ivc into adjacent organs, and fracture, with a fractured leg in the pulmonary artery. Unknown if filter/fragment is still in patient, as "fractures from retairied gt filter" and ultimately required "attempt to remove the filter." Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per operative note, dated (B)(6) 2012, "we could not center in on the head of the filter as seemed to embedded in the vena caval wall right at the left renal . We attempted to come from the groin, again using ultrasound guidance for access and performing an inferior venacavogram. We were unable to balloon angioplasty, using a 10 mm balloon, the filter off the wall and also tried to use the biotome to pull the filter from both above and below off the side wall. Unsuccessful attempts, despite expert help from [redacted], failed to allow us to remove the filter, so therefore, we abandoned the procedure at this point in time secondary to the fear of causing more problems then helping the patient."

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: complaint reopened due to review of imaging and medical records. Unsuccessful filter retrieval attempts from femoral and jugular approach were reported; the filter hook could not be catched and seemed embedded in the vc wall. Procedure was abandoned to avoid harming the patient. Pa and lateral chest x-ray, dated (B)(6) 2018, demonstrates a 3 cm radiopaque linear density projecting over the cardiac silhouette on both the ap and lateral projections. This is likely within the right ventricle. At the inferior margin of the film, there is a gunther tulip ivc filter partially imaged. This filter demonstrates no significant tilt. There are only 3 primary filter legs identified, and the radiopaque structure projecting over the cardiac silhouette likely represents the fourth, fractured/migrated primary filter leg. Some of the secondary legs can be faintly seen projecting over the ivc filter, but the resolution is such that the individual secondary filter legs are not thoroughly evaluated. Just lateral to the fractured primary filter leg there is a 2.3 cm thinner linear radiopaque structure projecting within the left lower lobe, that likely represents a fractured and migrated secondary filter leg extending into the pulmonary artery. As discussed in the medical records, a gunther tulip ivc filter was placed via a femoral approach for the acr/sir1 appropriate prophylactic indication of severe polytrauma, including closed head injury with intracranial hemorrhage, long bone fractures, and intra-abdominal solid visceral injuries, resulting in contraindication to anticoagulation. Per the operative report, although no images were submitted for review, a gunther tulip ivc filter was placed in the infrarenal location via a right femoral approach without evidence of angulation or ¿trouble¿. Multiple x-rays of the chest, abdomen and pelvis obtained in the subsequent days following ivc filter placement, make note of the ivc filter with minimal description of the filter itself. None of these images were made available for review. A report from the attempted filter retrieval performed on (B)(6) 2012 was also submitted for review, but no images were included. The report described the unsuccessful attempts at retrieving the ivc filter using some advanced techniques including balloon angioplasty and what was likely endobronchial forceps to pull the filter from both above and below. The described difficulty was that the filter hook was embedded in the wall of the ivc. Per the report, the procedure was eventually abandoned for fear of causing more harm than good. There were no comments regarding the integrity of the filter before or after this attempted filter retrieval. No additional relevant imaging reports were identified within the medical records between the time immediately surrounding date of placement and when the patient presented to the ER on (B)(6) 2018. No images were submitted for review preceding the patient¿s presentation on (B)(6) 2018. Per the medical records, patient presented with complaints of left-sided chest pain on (B)(6) 2018. Chest x-ray obtained at this time, and included for review, demonstrate a fractured primary filter leg projecting over the expected location of the right ventricle. The radiology report appropriately describes this finding. In addition, on the chest x-ray, there is also likely a portion of the secondary filter leg extending into the left lower lobe pulmonary artery, although this finding was not described on the x-ray. The gunther tulip ivc filter is partially visualized along the inferior margin of the film and does not demonstrate any evidence of significant tilt. The filter is lacking a primary filter leg, corresponding to the embolized fragment in the right ventricle. Evaluation of the secondary legs attached to the filter is limited due to the resolution of the image. The complaint report also describes the filter as ¿embedded¿ and ¿perforating through pt¿s inferior vena cava into adjacent organs¿. These findings cannot be confirmed nor refuted on the limited imaging submitted for review. Per the medical records, given the intracardiac abnormality, patient was transferred to a medical center for further management. Per an echo report performed at the medical center, there is a linear foreign body seen within the renal vein (rv), close to the apex, confirming the suspected intracardiac location of the filter leg. There was no evidence of rv dysfunction or pericardial effusion. As discussed in the literature, metal fatigue from the repetitive biomechanical motion of the ivc may contribute to the development of filter fracture. Furthermore, fixation or penetration of the limbs can significantly alter these forces which may contribute to the fatigue process. In the absence of cross-sectional imaging to evaluate the position of the ivc filter relative to the adjacent structures and potential interactions that may have contributed to these abnormal forces, it is only speculation as to why these fractures occurred. From the limited current clinical information available, there does not appear to be an ongoing indication for the ivc filter. Furthermore, seeing the filter has already fractured a primary and secondary leg, and there are reported penetrations present, unnecessarily leaving the filter in may result in additional complications. The complaint report states the filter is ¿embedded¿, although there are no images to support this, these attributes can make a retrieval more challenging. Despite this, there are plenty of series describing advanced techniques used to successfully retrieve filters in these configurations, and retrieval should be attempted. No evidence to suggest that the tulip filter was not manufactured according to specifications. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2012, intravascular vena caval removal report: ¿aborted procedure: inferior vena cava filter retrieval; due to could not hook filter, tip seems to be endothelialized.¿

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on 20may2012 via the right femoral vein.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer name and address for importer site: cook medical incorporated (cmi). (B)(4). Additional information: investigation: manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.